Manufacturer narrative:
The insulin pump alarmed motor error alarm during basic occlusion test due to loose flush drive support disk also, with intermittent button response due to corroded keypad traces. Unable to perform unexpected restart error test also, unable to verify compromised force sensor system alarms or perform prime test due to motor error alarm. The insulin pump was received with normal operating current and passed self-test and off no power test. The insulin pump had minor scratched lcd window, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed compromised force sensor system alarm. Customer's blood glucose was close to 250 mg/dl. Drive support cap was flush. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.